Event description:
The hospital reported that air was getting into the lines at the hub where the contrast tubing connects to the manifold.

Manufacturer narrative:
Describe event or problem: the hospital reported that air was getting into the lines at the hub where the contrast tubing connects to the manifold. Deroyal: the reported device has been returned to deroyal for evaluation. Identification of root cause continues to be under investigation.